Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The lvad was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency department on (B)(6) 2016 with a sudden frontal headache and right upper extremity weakness. No facial droop was noted but right upper extremity drift and ataxia was observed. Right lower extremity weakness was also noted. The patient denied visual disturbances, fever, chills, chest pain, shortness of breath, nausea, vomiting and dizziness. Upon device interrogation, lvad parameters were stable and the patient's mean arterial pressure was 86 mmhg. A brain computed tomography angiography (cta) showed a parenchymal intracerebral hemorrhage and subarachnoid hemorrhage. The cta did not demonstrate any significant vascular abnormality. Anticoagulation was held and reversed with kcentra with a target inr of less than 1.5. Neurosurgery was consulted and it was determined the patient was not a candidate for surgical intervention. A repeat CT the following day showed a new frontal bleed. At that time, the patient's inr was 1.46 and the center elected to give IV vitamin k to further reverse the anticoagulation. The patient's mental status declined further with respiratory depression and oxygen desaturation. The patient was intubated and supported on the ventilator. A third CT scan on an unspecified date showed further progression of the left frontal hemorrhage with edema and mass effect. The patient expired the evening of (B)(6) 2016. The patient's stroke was believed to be related to the combination of anticoagulation, a previously unreported history of bleeding, and a history of smoking. It was reported that the patient had a history of previously unreported gastrointestinal bleeding related to anticoagulation therapy. As a result of recurrent gastrointestinal bleeding, the patient's inr goal was lowered to 1.8-2.2 and the patient's aspirin dose was lowered from 325mg to 81mg.